Manufacturer narrative:
(B)(4). The actual device was not returned; however, an unused device of the same lot was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The unused device was received without its original packaging. Visual inspection (via the naked eye) of the empty bag revealed no evidence of particulate matter. The device was then filled with sterile water and again inspected for particulate matter; no particulate matter in the fluid path was observed. Upon conclusion of the investigation, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were small, plastic particles inside of an intravia 150 ml container. The reporter stated that ¿some¿ of the particles had a black ink stamp on them. This was noticed during compounding with saline and fentanyl. The reporter stated that this solution was filtered before use with the container. There was no patient involvement. No additional information is available. This is report 32 of 48.